Event description:
On (B)(6) 2007, the patient was implanted with a scs system. On (B)(6) 2010, the patient reported that device regularly turns off by itself. On (B)(6) 2010, the sales representative met with the patient and took a full diagnostic impedance reading on all contacts. The impedance was normal. The patient was switched from a cycle program to a continuous setting. The patient later reported that the problem still persisted. The representative recommended that the patient have an x-ray taken. On (B)(6) 2010, it was reported that the ipg was replaced.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected found to have a damaged antenna. The ipg was functionally tested using the patient's programs and was monitored with the oscilloscope. The ipg completed 90,000 cycles without shutting off or any other anomalies occurring. The ipg was then re-tested and ran a total of 3.8 million cycles/pulses within a 24 hour period of time, without shutting off. The ipg also passed the auto test and communication testing. Conclusion: the cause of the reported complaint could not be confirmed. The ipg as received was functional. Test monitoring using the patient's program settings did not reveal that the ipg turned off during over 24 hours of stimulation. The device passed the auto test. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.